Manufacturer narrative:
D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced cardiac tamponade that required pericardiocentesis. The procedure being performed was a persistent atrial fibrillation and cti (cavotricuspid isthmus) procedure. Patient was in af (atrial fibrillation) when arrived in the or (operating room). The doctor performed the transeptal puncture guided by the fluoroscopy. The map of the left atrium was done using the octaray catheter and the ablation using the thermocool® smart touch® sf bi-directional navigation catheter (stsf) inside a vizigo medium. During the procedure no error on carto and on the generator was observed. Force, impedance, and temperature were monitored using the graph viewer. The force dashboard and vector, and a force above 20 g was indicated by the screen flashing red. Two indifferent electrodes were used and base impedance was around 120-130 ohm. No symptoms or wrong patient parameters were detected during the entire procedure. After the procedure an echocardiography was performed and it did not detect any abnormalities. After a while from the procedure, the patient experienced a pressure drop and the medical team discovered a pericardial tamponade. A pericardiocentesis was performed to remove the blood excess from the pericardium and this was enough to stabilize the patient. The patient recovered. The day following the procedure, the carto case was reopened and the doctor analyzed to see possible reasons for the tamponade. After this analysis with the doctor, he affirmed that most probably the tamponade was caused by the performed transeptal was too posterior.

Manufacturer narrative:
On 2-dec-2024, bwi received additional information regarding the event. The patient fully recovered however required extended hospitalization. As a result, the b2 selection for prolonged hospitalization has been added. H6 health effect - impact code for f08 hospitalization or prolonged hospitalization has also been added. The medical team checked all the points for steam pop and only one was suspected but in case the pop was not audible. No error messages observed on biosense webster equipment during the procedure. Additionally, the product investigation was closed as the complaint device was discarded. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).